Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. On an unreported date, the patient was treated with imipenem (intraperitoneal) and cilastin sodium (intraperitoneal). Pd therapy was ongoing. The cause, hospitalization and patient outcome were not reported. The reporter declined to provide additional information.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.